Manufacturer narrative:
The customer contacted a siemens customer care center. Quality controls were within acceptable range. A siemens customer service engineer (cse) was dispatched to the customer site. The cse performed a total service call and replaced the inline filter for both water and probe wash line. The cse verified the positioning of reagent diluter and reagent and sample probe inside the wash well including the blind hole. The cse decontaminated the substrate, water and the probe wash bottle with sodium hydroxide. The cse verified that the tubings were properly attached and tight. The cse ran water test, which passed. The customer repeated the samples in question and obtained acceptable results. A siemens headquarters support center specialist reviewed the service report and indicated that the service performed could have potentially addressed the issue. The cause of the discordant lh and fsh results on patient samples is unknown. The instrument is performing within manufacturing specifications.no further evaluation of device is required.

Event description:
Discordant, falsely low luteinizing hormone (lh) results were obtained on two patient samples upon repeat testing on an immulite 2000 instrument. Additionally, a discordant, falsely elevated follicle stimulating hormone (fsh) result was obtained upon repeat testing on one patient sample. The samples were initially run on the same instrument resulting higher for lh and lower for fsh than the initial results. None of the results were reported to the physician(s). After troubleshooting, the samples were repeated on the same instrument, resulting similar to the initial results. The results obtained post-service were reported to the physician(s). There are no reports of patient intervention or adverse health consequence due to the discordant lh and fsh results.